Manufacturer narrative:
Final analysis found no evidence of a high current drain that contributed to the reported premature battery depletion. The device current drain was programmed to high output settings which lead to a normal projected longevity and battery depletion.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The physician elected to explant and replace the device. The patient was doing fine post surgery. No additional information was reported.